Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 1 mg/day via an implanted pump for spinal pain. The event/difficulty occurred in (B)(6) 2018 (specific date not reported). The patient experienced a pump pocket incision infection. The pump was implanted on (B)(6) 2018 and the patient experienced incision pain, redness, and separation of the incision site. It was unknown what environmental/external/patient factors may have led or contributed to the issue. No troubleshooting was performed, and no interventions were taken prior to explant. The surgeon opened the pump pocket to evaluate the depth of infection. He then explanted the pump due to a pocket infection. The issue was resolved at the time of this report and the patent¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were ¿unable to obtain, not available.¿ the patient¿s weight and medical history were ¿asked and unknown and would not be made available (legal/confidential reason).¿ no further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2018-jun-21 reported the pump was removed due to infection. The healthcare professional (hcp) was discussing putting in another pump, but the patient wanted to see if there was another option that did not have to be implanted because they were worried about an infection in the future. The patient stated " I don't know what to do as far as the pain" physically. It was clarified that the patient confirmed the pain mentioned was prior to implant, and was the reason for implant. The event date was noted to be 2018. The patient stated they had a regular post-operative appointment 3 weeks ago, and their hcp removed the system two days later on a saturday. Interventions included a total system explant. The patient thought the drug in the pump was 1mg/day or something. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated he would be having the new pump put in on (B)(6) 2018 (now that he had recovered from infection) but was wondering if the drug for the pump would be put in prior to at the time of operation. The patient was also wondering who the company representative (rep) is that would be at the surgery. The patient was redirected to the healthcare provider (hcp). No further complications were reported/anticipated or expected.